Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap is fractured at the uv glue zone; the glass cap distal to location of fracture is detached and not returned; fiber core is intact; there is no signs of melting at the location of the fracture; the heat shrink tubing open wall is compromised, and exhibits partially erased blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 30,138 joules, 7:46 minutes while using the surgical fiber during a prostate procedure, the fiber broke / was damaged. The fiber was replaced and the procedure completed using a second surgical fiber. There was "no injury to patient" reported.